Event description:
During biomed testing and routine preventative maintenance of the device, the unit would not power on using a battery only, but would power on when plugged into a wall outlet. The complainant indicated that there was no patient involvement in the reported malfunction.